Event description:
Pt with iddm since the age of 14 years was hospitalized for hyperglycemia / dka. Pt contacted by medtronic minimed day 2 of hospitalized that her insulin pump was recalled. Primary care physicians transitioned pt from insulin drip to lantus and sliding scale insulin since the pt's insulin pump could not be resumed. Add'l info: when the pharmacist was reviewing the basal infusion settings of the pump with the pt for documentation purposes, it was discovered that the basal infusion setting from 7am to midnight was omitted (device vs user error) but the settings for midnight to 4am and 4 am to 7am were set in the pump. The pt had to manually add 7am to midnight to the pump so that she would have a continuous infusion of insulin. Of note: the insulin pump was not returned in the hosp because the pt was contacted by the MFR about the insulin pump recall. FDA safety report ID# (B)(4).